Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting undersensing in the ventricle. The ipg was reprogrammed to the unipolar mode and is functioning appropriately.